Event description:
On (B)(6) 2008, one of the youngest members of my family, my (B)(6) daughter had suffered two falls and head trauma within a period of one hour, one of which was endured while in the hospital emergency room. Her heart stopped and hospital personnel performed resuscitation techniques for an hour until she had a faint heartbeat; unfortunately during the resuscitation my daughter received burns from the philips defibrillator equipment. While she lay in a medically induced coma for a week, doctors believed that she would never awake and if she did that she would have suffered severe brain damage. When she regained consciousness, she was unable to speak due to a tracheotomy that was required to assist with her respiration, but she was still able to communicate by shaking her head for yes and no questions. While under the care of (B)(6) medical center, (B)(6) contracted infections and sepsis in an intensive care unit for a month; during this time she had undergone numerous surgeries including a double leg amputation, once below her knees, and then above her knees. After trying to get (B)(6) moved to a higher level of care facility since (B)(6) 2008, but being obstructed by (B)(6) staff, she was air lifted to (B)(6) medical center on (B)(6) 2008. (B)(6) doctors at (B)(6) said that the care she received at (B)(6) was horrendous. Unfortunately the doctors at (B)(6) were unable to save the life of my daughter and she passed away on (B)(6) 2008. Diagnosis: cardiopulmonary resuscitation.